Manufacturer narrative:
(B)(4). Approximate age of device - 3 months. The system controller is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was found deceased in his apartment by a family friend on (B)(6) 2018. The patient was connected to the power module at that time with an audible alarm coming from the system controller. The paramedics on scene reported that the system controller was under the patient and that they had to unplug the power module to move the patient. At this time, a ¿connect power¿ alarm on the controller was observed. The patient's family has refused an autopsy and the cause of death is unknown. The vad pump was not explanted and will not be returning for evaluation. The system controller will be returned for evaluation. No further information was provided.

Manufacturer narrative:
Device not returning changed yes to no. A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.